Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm implantable collamer lens was implanted as a replacement into the patient's right eye (od) due to lens rotation. The lens rotated again after exchange.